Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was occurred during the general surgery (planned/non-emergency treatment) and the procedure got delayed for 10 minutes. The procedure was completed by using the lateral plane. The philips field service engineer (fse) inspected the system onsite and confirmed that the imagine storage was not possible because of the image disk problem. Upon functional testing the fse found that the mage disk 2 was not functional, no light on disk 2 drive bay. Review of the system log file showed that the image storage issues. The fse replaced the x-ray pc, downloaded the software to the pc and restored the configuration. After replacement of the x-ray pc, installation of software and configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code and device problem code were corrected.

Event description:
It has been reported to philips that azurion image storage was not possible. The system was in clinical use when this occurred. There was no report of harm.